Event description:
A report was received that the patient¿s tissue was coming apart. The patient did not have an infection but was a carrier of (B)(6). The (B)(6) was located at the midline incision. The physician believed that the (B)(6) was not device or procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s tissue was coming apart. The patient did not have an infection but was a carrier of (B)(6). The (B)(6) was located at the midline incision. The physician believed that the mrsa was not device or procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: (B)(4), description: next generation anchor kit-sterile.